Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported the disposable caused the device to exhibit an obstruction alarm - with no cause. Per reporter the alarm sounds even after a subcutaneous puncture, but it is less likely to sound if the pump is raised to a higher level. No adverse patient effects were reported by the customer.